Event description:
Both the right atrial (ra) lead and right ventricular (rv) leads were explanted and replaced due to an infection. The right ventricular (rv) lead tip is partially left in the right ventricle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146687.